Event description:
Information received indicates the head section will not lower all of the way down when the CPR function is used.

Manufacturer narrative:
The technician replaced the head section dampener to repair the bed.